Event description:
Had bilateral implants placed in 2018. Developed breast cancer in 2020. Had bilateral mastectomy direct to implants in 2021. Developed many symptoms of brain fog, fatigue, dry eyes, gut issues, headaches, short of breath, weight loss. Diagnosed with reoccurring breast cancer in 2023. Received explant surgery 2024. And symptoms are gradually fading away. Reference report: mw5151898.